Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device beeped twice and shut off. The customer states they have lost all their settings. The customer states there are scratches on the screen that make it difficult to read the numbers. The customer also states having had low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer declined to troubleshoot for the low blood glucose and blank display. The customer attributes the lows to the settings on pump having been reset. The customer was advised the pump would be replaced and returned for analysis.